Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye and magnification identified a damaged female connector. Functional testing including clear passage and clamp function testing were performed with no issues noted. Leak testing was performed with an in lab minicap attached to the female connector and a leak was observed beneath the minicap. The reported condition was verified. The damage to the female connector was determined to be the cause of the reported leak. The direct cause of the damaged female connector could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a leak was observed between the minicap transfer set and the minicap. This occurred during use of peritoneal dialysis therapy. The transfer set was replaced. There was no damage or crack noted on the transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.